Manufacturer narrative:
Submit date: 01/06/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports fraying gauze.

Manufacturer narrative:
The actual complaint sample was returned for review by the customer; in addition, photos of the reported condition were also attached with the complaint. Twenty sponges were received for evaluation. Nineteen out of twenty sponges were within specification for raw edges which allow a tolerance of 0.25 inches of raw edges; however, one sponge did exhibit strings attached that was out of tolerance. The photo was evaluated which showed the raw edges and strings. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A possible root cause for raw edges is that the edge fold may come slightly unfolded where the gauze is cut causing exposure of the cut edges of the gauze; this is allowed up to 0.25 inch. During the process if the gauze was pulled from the weave it could result in the strings coming loose. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint.